Manufacturer narrative:
A revision procedure was planned to take place at a later date. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged at implant after it was connected to the device. The lead was programmed off and remains implanted. No adverse patient effects were reported.